Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to a systemic infection. It was also reported that the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, but no issue identified that required full analysis.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.